Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor. The motor was tested outside of the device, and it passed. The pump also had minor scratches on the lcd window, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported via email that the insulin pump alarmed motor error. It was stated that the customer has reverted to manual injections as the insulin pump is not functioning. The customer was called and the customer stated the alarm occurred during bolus. The alarm history was verified and there were 8 motor error alarms on from (B)(6). She stopped using the device on (B)(6). The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence but the alarm would occur again during bolus. Blood glucose value was over 200 mg/dl. The doctor put her on manual injections until the insulin pump gets replaced. The customer mentioned she was in the hospital in june due to pneumonia; not related to diabetes. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.